Event description:
It was reported that five (5) exactamix 2000 ml eva tpn bags leaked at the port after the bag was filled with an unspecified medicated solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 ¿ november 28, 2023. H11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and it was noted that there was a leak on the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.